Manufacturer narrative:
Specific causes for the reported driveline and pump pocket infections, and their correlations to the device could not be conclusively determined. The patient experienced an ongoing driveline infection, which reportedly progressed to the patient's pump pocket. The patient was maintained on IV antibiotics and was discharged home on (B)(6) 2016. The patient remained ongoing on pump support with no further infection related issues. The instructions for use lists driveline and pump pocket infection as potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the clinical representative on 04/11/2016 stating that the patient continues to be supported on IV antibiotics for an ongoing driveline infection that has progressed to the pump pocket. The pump pocket of infection is noted per the computed tomography scan in the left aspect of the pump pocket around the outflow cannula. The area was drained twice per interventional radiology in (B)(6) of 2015 producing over 200 cc of pus for each procedure. It was decided by the hospital team that the patient is not a candidate for a pump exchange due to lack of family support. The patient was maintained on vancomycin and during last admission medication has been changed to IV ancef per home health. The patient was discharged to home on (B)(6) 2016.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year, 4 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during a clinic visit on (B)(6) 2015, recurrence of a previously unreported driveline exit site infection was noted. The patient was admitted for the driveline exit site infection and to be under observation for unspecified testing. No additional information was provided.